Manufacturer narrative:
Unable to perform displacement test, prime/seating, basic occlusion test, and force sensor test due to pump failing rewind test, triggered by pump error (B)(4) unit was successfully downloaded using thump software. On adapt, pump error 37 was recorded several times on (B)(6) 2024 at 23:53:52.000 hour through 23:59:37.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and motor assembly. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay corroded home switch, and scratched case. In summary, customer concern for pump error 37 confirmed. Pump error 37 due to corroded motor assembly. Isolate to motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for pump error 37-39, 41-43, 79-80, 82, 130. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1880l was requested and the device was returned.